Event description:
Patient has been using dexcom g6 for years and decided to switch to the dexcom g7 (B)(6) 2024. When he made the switch he started to have issues with the monitor. It gives an error message that reads either "sensor failed please replace" every 20 minutes or it reads "temporary issue please wait up to three hours". The adhesive does not stick and it provides false high readings. This has been reported to dexcom.